Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury was due to procedural circumstances. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and dilated left atrium for a mitraclip procedure. During the procedure, tissue injury was observed due to overturning of m knob. However, the clip was deployed successfully. The mr was reduced to grade <1 post procedure. There was no clinically significant delay reported.